Manufacturer narrative:
Analysis revealed the insulin pump passed all functional tests including seat and rewind, basic occlusion, and prime alarm.

Event description:
It was reported the customer was hospitalized for diabetic ketoacidosis. Unable to complete troubleshooting. Customer did not have tubing clamp. Customer's spouse had reviewed pump settings and they were correct.